Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed a hardware error on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. The receiver would not boot up. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of a hardware error code. The root cause was determined to be a defective printed circuit board due to a bad solder.